Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: visual inspection revealed a cracked battery compartment; there was evidence of moisture/corrosion damage observed inside the battery compartment. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The pump history also showed several "replace battery" alarms. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Unrelated to the complaint, evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that on (B)(6), 2011 the patient noted the pump was self-rebooting. The patient obtained a blood glucose reading of 487 mg/dl, and she experienced the symptoms of frequent urination and fatigue. The patient administered self-treatment by taking 13 units insulin at 9:27 am. Her subsequent blood glucose reading was 422 mg/dl. Troubleshooting revealed the pump's battery compartment was cracked, which can contribute to power issues. The patient had correctly replaced the battery cap.